Manufacturer narrative:
No additional information was received. The pump was received for investigation. Visual and functional checks were performed. Upon visual inspection, no physical damage was found on the pump. A functional test was able to duplicate the error message of air in the line. The cause of the problem was found to be a faulty air detector and the problem was corrected by replacement of the air detector. A device history review (DHR) was performed after the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump kept detecting air in line inaccurately. No other information available.